Event description:
It was reported that this right atrial lead exhibited sensing issues and x-ray confirmed a lead dislodgement. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement or sensing issues.

Event description:
It was reported that this right atrial lead exhibited sensing issues and x-ray confirmed a lead dislodgement. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. Subsequently, the lead was returned and analyzed.